Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became hot to touch while charging. The customer confirmed that no temperature alarms occurred. The customer's blood glucose was not impacted. The customer would continue to use the pump for insulin therapy.